Event description:
A falsely elevated ctni result of 7.48 ng/ml was obtained. This result was reported to the physician and pt was kept under observation. Pt was redrawn and sample was tested, a result of 0.02 ng/ml was obtained. Both samples were retested and results of 0.09 ng/ml and 0.06 ng/ml were obtained on repeat analysis. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicated user maintenance issues.